Manufacturer narrative:
The company representative was able to replicate the reported event. The issue was resolve by replacing the core module. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to nonconforming core module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: 2023-92101

Event description:
A customer reported that during a surgery, an ophthalmic console presented with weak laser power. The procedure was completed after changed to right port. The patient details and procedure details are not available.